Event description:
Customer reports a nurse being cut by the ampule while crushing the direct check control vial. Customer did not know if the product's protective sleeve was used, which is provided for use when control vials are activated. No report of serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer method and results - manufacturer unable to perform eval as quality control product not being returned from the user facility. Device history record reviewed. Manufacturer conclusions code - no conclusion can be drawn.